Manufacturer narrative:
Additional information added to section a and b5. H3, h6: the system was serviced in the field and the hardware part was replaced. Previously reported code b01, c07, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The type of procedure was a stereotactic deep brain stimulation (dbs) lead implantation. There was no impact on patient outcome.

Manufacturer narrative:
H3, h6) the product ID: 9735772, lot number: 230613, returned to the manufacturer for analysis. The returned cable had bent pins in one of the two fischer connectors. Otherwise, the cable passed a continuity test with no opens or shorts detected. Codes b01, c07, and d02 are applicable. H2) additional information in section g. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that it was reported during a case the monitor on the camera cart was not working. It did not display anything and was black. The camera cart was otherwise fully functional. There was no delay, the surgery proceeded with the main cart monitor. The representative found that one of the pins was bent on the cable. The representative rebooted the system but this did not resolve the issue. The representative took another umbilical cable from another system and the issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 9735670 (serial: (B)(4) ); product type: ; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: cable 9735772 extrnl main to cam s8 svc h3) no parts have been returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.